Event description:
The surgeon reported that cutter did not actuate in patient's eye during the cataract/vitrectomy procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected for this case. (B)(4).